Event description:
The customer reported that the device had a speaker malfunction and had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and noted that the device produced audible sound. The reported issue was not replicated; therefore, the cause of the customer's allegation is unknown.